Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor also, received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. Unable to perform excessive no delivery test due to prime anomaly. No motor error alarms noted and the motor was tested outside the device and passed. The insulin pump passed basic occlusion test and displacement test. The insulin pump has minor scratches on the lcd window, cracked case at the display window corners, broken belt clip slot and missing the end cap sticker.

Event description:
It was reported that the customer received a motor error alarm while priming as well as several no delivery alarms. The customer's blood glucose was 229 mg/dl. Troubleshooting was done. The customer was able to complete the rewind sequence. The customer also stated that the buttons did not respond properly and that they had to press them several times for them to work. The numbers on the insulin pump were also ramping up without pressing the up button. Advised the insulin pump needed to be replaced. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.